Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation reveals that the instrument attachment feature of the femoral cutting block is broken. The observed condition is attributed to undetermined. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during use.

Event description:
It was reported on 11/01/2022 by a sales representative via sems that an ar-623-55 cutting guide broke off inside the ar-613-99 slap hammer. Case involvement, no patient effect. Nothing broke off inside the patient.